Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro device began overheating, lots of smoke, and glowing red in the patient's leg even though the activation toggle switch was confirmed to be in the "off" position. The harvester removed the device from the patient's leg, unplugged the unit and went back to check that there was no harm to the patient. A replacement unit was used to complete the procedure. The hospital did not report any patient complications. The hospital staff has not been following the recommended IFU sterilization because it takes too long and are autoclaving. They also were not swapping out the cables after 20 sterilization cycles per the IFU. Maquet field clinical representative has discussed this with the staff.

Manufacturer narrative:
Investigation results: the visual inspection showed that the silicone jaw boots were burnt and melted from the tri-heater assembly. Based upon the condition of jaw boots, the complaint for overheating and lots of smoke is confirmed. The reported smoke is most likely due to hemopro jaw boots burning from device wouldn't shut-off, as reported. Resistance measurements, functional pre-cautery tests were conducted and the results from testing showed that no electrical non-conformities were found. The micro switch functioned properly when tested. A review of the finished device lot history record did not reveal any non conformance reports, which could have contributed to this complain. (B)(4).